Event description:
It was reported while a patient had been wearing a pod their blood glucose level had rose to over 250 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the device was received with the soft cannula deployed. A crack was observed in the top housing of the pod. It could not be determined when this crack occurred. Initial attempts to download the pod data were unsuccessful due to the battery voltages of all three batteries measuring lower than expected. Corrosion was observed on the pcb assembly and on the top battery. The pod data was unable to be obtained due to the corrosion on the pcb assembly as all attempts to connect to the master pdm using a power supply on the pod were unsuccessful. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in an internal leak and prevented the proper delivery of insulin. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring.  This is mitigated by extensive in-line and final product quality testing.  All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements.  No further action or investigation is warranted at this time.